Manufacturer narrative:
This event occurred in japan, but similar products are marketed in the us under k112673. The dentist refused to provide information about the patient's age, weight, race, and ethnicity. According to the dealer, further inspection of the handpiece involved in the adverse event for cause by nakanishi is no longer possible because the dentist refused to return the handpiece to nakanishi for the investigation. Due to the device not being returned from the distributor, nakanishi examined the device history record (DHR) for the subject perio-hp device [serial no. (B)(6)]. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device.

Event description:
On april 23, 2025, nakanishi received a phone call from a dealer about a malfunction of an nsk handpiece. Upon receipt of the information, nakanishi visited the dental office for further information about the event including information about the patient. The details nakanishi obtained are as follows: - the event occurred on (B)(6) 2025. - the dentist was cleaning the teeth of a patient using the perio-hp handpiece (serial no. (B)(6)) and the cleaning powder. - during the procedure, the patient complained of feeling pain. - the dentist noticed that a subcutaneous emphysema was in the lymphatic area of the patient's cheek. - the dentist prescribed an antibiotic to the patient and recommended the patient to see an otolaryngologist.